Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. A visual inspection found the device was received with a damaged tamper seal. During the functional testing, the peep, CPAP and o2 concentration (50%) over limits and there was inside leakage. The customer reported problem was confirmed. The cause of the issue was the o2 leakage. No action was taken as the device will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device operators reported an oxygen leak for this device. The reporter checked the device and there appears to be no leak externally and the device operates as it should. However, when the oxygen hose is connected to the oxygen tank and the switch is set to "off", there is a hissing noise coming from inside the device. Michael carrick from barts health nhs trust, reported on behalf of the royal london hospital. They are unsure of the event's date. There was no patient harm and no medical intervention. The issue was found before use with a pre use check.